Event description:
It was reported to boston scientific corporation that an advantage fit blue system device was implanted during a retropubic mid-urethral sling and cystoscopy procedure performed on (B)(6) 2021, for the treatment of stress urinary incontinence. Four months after the sling implantation, the patient was diagnosed with sling exposure and dyspareunia and underwent a sling revision and cystoscopy procedure on (B)(6) 2021. During the procedure, the distal anterior vagina was infiltrated with a local anesthetic solution with epinephrine, and allis clamps were used to identify the area of the existing mid-urethral sling approximately 1 cm below the urethral meatus. At that location, an approximately 1 cm portion of flat-lying sling was exposed at the mid urethra. A hemostat was used to separate the exposed portion of the sling from the underlying vagina. A total of 1.5 cm of sling was removed and sent for pathology. The procedure was well tolerated, and the instrument, needle, and lap count at the end were correct. The patient was repositioned and was transferred out of the operating room in stable condition.

Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as the best estimate based on the revision date. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) hospital (B)(6) united states (B)(6). Block h6: imdrf patient code e1405 captures the reportable event of sling exposure. Imdrf patient code e2006captures the reportable event of dyspareunia. Imdrf impact code f1905 captures the reportable event of sling revision. Imdrf impact code f2203 captures the reportable event of cystoscopy.